Event description:
Reporter stated the customer began to experience hyperglycemia in (B)(6) 2014 and was unable to lower his blood glucose by delivering insulin via the infusion device. He changed to a different infusion device on (B)(6) 2014, and his blood glucose level stabilized. He believes the insulin delivery of the infusion device was too low. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).